Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined an interaction with the heavily calcified lesion contributed to the failure to cross and difficulties removing the device, such that the stent became disrupted on the balloon, and thus subsequently dislodged. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with heavy calcification. After pre-dilatation was performed, a 3.0 x 23 mm xience alpine rx stent delivery system (sds) was advanced to the lesion; however, the sds would not cross the heavily calcified lesion. When the sds was being removed from the anatomy, resistance was felt and the stent dislodged from the device. The dislodged stent was observed to be floating in the left main artery. An unknown balloon was used to push the dislodged stent into the lad and subsequently implanted it in the proximal lad. It was reported that the proximal lad was also diseased. Another sds was used to complete the procedure by implanting a stent in the distal lad. No additional information was provided.